Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 04-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the power supply unit due to the aging degradation of the parts by repeatedly long-term use because over five years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance, it was found that the subject device did not work and the output terminal of the subject device didn't function. The service department of olympus medical systems india (omsi) checked the subject device and found that the subject device could not be turned on due to the failure of the power supply unit. There was no report of patient injury associated with the event.